Event description:
In 2008, it was reported to boston scientific corp that two months after placement (performed on approx two months earlier), the device leaked (adult female pt; age and weight are unk). The customer indicated a possible backflow valve failure. According to the complainant , the pt did not experience any complications and their post-event condition was reported to be "good."

Manufacturer narrative:
The user facility was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. A visual examination of the returned device noted that the device valve appeared to be properly seated on the button body flange. A functional evaluation, using a 35 ml syringe, noted that vacuum could be pulled on the button body, indicating that the valve was properly sealing the button dome flange. The device eval did not reveal a functional problem nor any visual defects. The reported malfunction could not be confirmed. Since the user facility did not provide a batch number, a search of the customer's shipment history was performed to identify possible batches which the suspect device may have originated. The shipment history revealed only one batch has been shipped to the customer since may 2005; a review of the device history record for this lot did not reveal any anomalies. The april 2008 15-month replacement button product family trend chart was reviewed; no unfavorable trend was noted.